Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that approx 11 months post stent graft implant, the pt requested info from medtronic. The patient reported that an unknown endoleak was resulting in aneurysm enlargement of the pt's aneurysm. No additional clinical sequelae were reported and the pt is fine.